Event description:
Correction: it was alleged by the user facility that they were investigating two pt "crashes" which required medical intervention and they determined that MFR's devices were used on the pts. There was no pt death. The type of intervention was not reported. Additionally the user facility did acknowledge that the device use and the event may be unrelated. It was further alleged that nurses currently are reporting that microbubbles are forming/appearing in the IV tubing during use.

Event description:
It was reported by the user facility that they were investigating a pt death and they determined that one of co's devices was used during the procedure. The user facility stated that the death was "unexplained" and that the device use may be unrelated. It was alleged that nurses currently are reporting that microbubbles are forming/appearing in the IV tubing during use.